Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in a flexible ureterorenolitotripsia procedure performed on (B)(6) 2018. According to the complainant, during procedure, the basket broke above the gauntlet and laser was not used at that time. The procedure was completed with another zero tip¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Visual analysis of the basket was in closed/retracted position when received. The sheath of the returned product was found to be torn in several locations and also it was bent in several locations at distal end. Functional evaluation found the basket was not able to open/extend due to the damages found on the sheath. The basket was pulled out manually and it was noticed that it did not present any of the basket wires broken. Since the basket wires were not broken, the most probable cause for the reported issue of "basket wire broke" is "not confirmed - returned". A returned device review (visual, physical, and/or performance testing) showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The device returned identified some visual damages on the device such as sheath torn/bent in several locations and this condition caused issues to open/extend the basket. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during procedure can lead to damaging the sheath. Sheath damaged directly affects the functionality of the unit and the basket will not be able to open as is expected during its use. Based on the information available and the analysis performed to the returned product, the most probable cause of the encountered damages (sheath torn/bent) will be documented as ¿operational context¿ since most likely due to anatomical/procedural factors encountered during the procedure the performance of the device was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used in a flexible ureterorenolitotripsia procedure performed on (B)(6) 2018. According to the complainant, during procedure, the basket broke above the gauntlet and laser was not used at that time. The procedure was completed with another zero tip stone retrieval basket. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.